Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 40 mg/dl but the blood glucose was 127 mg/dl. And because of the low sensor glucose value the insulin pump had gone into threshold suspend mode, twice. The caller was advised that the sensor was not appropriate for the customer's age. Troubleshooting was performed and the sensor started functioning properly. At that point the customer's blood glucose was 106 mg/dl and the sensor glucose as 114 m/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.